Manufacturer narrative:
This report is for an unknown 4.5mm va-lcp condylar plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was implanted with a variable angle (va) condylar plate on the (B)(6), but that plate broke postoperatively so it was replaced with a new va lcp condylar plate and it also broke. The revision surgery was performed on (B)(6) 2019 and the broken plate was replaced with a nail. This report captures the first va lcp condylar plate that was broken and related complaint (B)(4) captures the second broken va lcp condylar plate. Concomitant device reported: unknown screws (part #: unknown, lot #: unknown, quantity #: unknown). This report is for one (1) unknown 4.5mm va lcp condylar plate. This is report 1 of 1 for complaint (B)(4).